Manufacturer narrative:
At this time, the product has not been returned. When the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead had fallen. The patient was reported to be quite unstable and the fall was not related to the patient's implanted cardiac system. The patient did develop high threshold with intermittent capture. Subsequently, the patient underwent a revision procedure and this product was removed. It was noted that there was body tissue present in the helix mechanism. A new lead was successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Tissue was confirmed within the helix mechanism. Resistance testing was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations of increased thresholds and loss of capture. The lead was determined to be eclectically continuous.